Event description:
During an unknown procedure, there was an error code 5: instrument. The shear worked 10 minutes, then stopped with an error code and unusual noise. There was no reported pt consequence.

Manufacturer narrative:
Analysis summary: based on analysis results, this event is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade gouged, nicked, and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with our instruments during use." The batch history records were reviewed with no anomalies noted during the manufacturing process.